Event description:
A malfunction alarm was reported, but no notable events occurred prior to the issue. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer's health. Technical support provided pump reset information and assisted the customer with resetting the pump, emailing instructions for further guidance as needed. The customer continued to use the pump for insulin therapy.